Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant of implantable pulse generator (ipg), the patient experienced an infection. The ipg system was removed and antibiotic medication was administered. No further patient complications have been reported as a result of this event.